Event description:
It was reported that the device had dead pixel in display. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated dead pixel on display was confirmed. Received on 17-dec-2024 into bd san diego operation¿s lab. Pcu was received unboxed and with paperwork. External inspection confirms the stated issue upon unit power up. The rear case was found to be dented. Installed test lcd screen display into the pcu unit and found no dead pixels upon power up. Installed original screen display into test pcu and dead pixel follows the screen display. Dead pixel due to defective lcd screen display - defective material from supplier. Dented rear case - unable to determine where the damage originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace lcd screen display and rear case. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.